Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The technician found a sticky substance in the siderail latch which prevented the siderail from latching. The technician cleaned the siderail latching mechanism to repair the bed.